Event description:
The report states that the distal tip of the sv guidewire is defective. Tip fractured and attached only by a single fiber. There was no pt injury. There is no additional info regarding pt, lesion or procedural characteristics regarding this event.

Manufacturer narrative:
The product was not returned (or was not available) for analysis. As the lot number was not provided, the lot history and manufacturing records review could not be performed. With the limited amount of info available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. Please note that a recall has been issued for this product.